Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient exhibited a ventricular fibrillation episode. However, the first six shocks from the patient's implantable cardioverter defibrillator failed to convert the rhythm. Patient underwent a device replacement on (B)(6) 2021. Patient was stable after the procedure.